Manufacturer narrative:
Pump was received with failed battery test alarm due to corroded battery tube.

Event description:
Customer reported via phone call failed battery test on the insulin pump. Customer¿s blood glucose level was 200 mg/dl. Troubleshooting was performed. Customer received failed battery test and the issue remained unresolved after battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.